Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.

Event description:
Related to MFR report# 2183959-2012-00229 and 2183959-2012-00231. The pt was implanted with an ams apogee to treat her pelvic organ prolapse. It was reported that the pt has experienced physical pain and suffering, has sustained permanent injury and will likely undergo corrective surgery.